Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). It was reported that when the lead was connected to the battery, it showed, I impedances both on the wens and perm battery on electrodes six and seven. The second lead had similar results, so the hcp decided to leave that one in place and monitor things at the postop appointment.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 15-apr-2029, UDI#: (B)(4) h3: analysis information -- (B)(6) 2025 15:18:21 cst pli# 10 product ID# 977c165 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.